Event description:
It was reported the patient is unable to activate stimulation due to programs auto-reducing. An impedance check revealed all invalid contacts. In turn, the patient went to the emergency room and a CT scan was performed. The results revealed no anomalies.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.